Event description:
It was reported an error message was observed when attempting to retrieve the electrogram episodes. An attempt to import to another programmer had the same result. The patient was in good condition after the event. Normal follow-up will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.